Manufacturer narrative:
Based on the available information, this event is deemed a serious injury. It was reported that the end user has been using the product since approximately (B)(6) 2012. They reported the end user saw his dermatologist approximately 9-10 months ago for itching he was experiencing all over his body except under his wafer and at that time they notified him of the red rash like area under the wafer. The dermatologist did not see the red rash like area under his wafer and these were not over the counter. End user was also in the hospital to have his nephrostomy tube replaced and they recommended calmoseptine to the red rash like area which is over the counter. No date information was provided on the end user's hospitalization. The end user's spouse was instructed on cleansing end user peristomal skin with soap that does not contain lotions; moisturizers or creams. It was also reported they sometimes use stomahesive powder followed by genairex no sting protective barrier film. It was further reported the end user is currently applying mupirocin ointment under the white tape collar; covering it with gauze and securing it with tape when they change his wafer every 3-4 days. They were instructed to continue to apply stomahesive powder followed by a protective barrier to the red rash likely area; to cut the white tape collar off of the skin barrier if a cream is applied to the area and leave open to air instead of covering the area with gauze; also to discontinue adding additional tape to the wafer; and on using an ostomy belt to help secure the wafer if the white tape collar is cut off of the wafer. They were informed to follow-up if are worsens or does not improve to call back for additional instructions. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. Note: the actual date of event is unknown, so the date used was the date convatec became aware.

Event description:
End user's spouse reported complaint on his behalf. It was reported that he end user has redness at 3 o'clock approximately the size of quarter and scattered redness under the white tape collar in the right flower quadrant. End user denies any itching from the red rash like area. It was reported that the end user uses normal saline spray to cleanse his peristomal skin. They further reported the end user they tried hollister adapt rings to end user peristomal skin but, the redness at 3 o'clock persists.